Manufacturer narrative:
(B)(4). This device was returned for service; however, did meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device passed all specifications and no failures were identified. Therefore, the reported condition was not duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device did not function and the bottom button was jammed. This event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.